Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported difficulty engaging the pump with the apical cuff could not be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for this event could not be conclusively determined. Evaluation of heartmate (hm) 3 lvas, serial number (B)(6), confirmed damage to the cuff lock. The pump was returned assembled with the pump cable fully intact and a tunneler returned over the pump cable inline connector. The modular cable was not returned. The outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was not returned. The cuff lock was returned disengaged, and the apical cuff was not returned. The cuff lock was overlaid on a 1:1 scale drawing that confirmed that the cuff lock locking arms appeared bent downwards out of specification. Dimensional analysis of the cuff lock using a vision system confirmed that both of the cuff lock locking arms were bent out of specification. This resulted in the distance between the pins on each end of the locking arms also being outside of the drawing specification. Additionally, dimensional analysis of the wiper sealing ring and motor cap found that all were within the manufacturing specifications. The pump was reassembled, and engagement testing was performed using a test apical cuff. The cuff lock was able to be engaged and disengaged to the test apical cuff. However, increased resistance was observed when engaging and disengaging the pump as compared to a test pump. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. D, is currently available. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU, rev. A, also provides information on how to properly disengage the slide lock mechanism from the apical cuff. This document instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, this IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. The current revision of the ifus can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump preparation the perfusionist pulled out the purple cuff locking mechanism until it clicked into place, after filling it with injectable saline. After the surgeon inserted the inflow cannula then attempted to lock the pump to the sewing cuff. The surgeon was unable to fully close the purple lock and the yellow lines remained visible. They attempted multiple times and tried gently rotating the pump left and right but the surgeon was unsuccessful. A new heartmate 3 pump had to be opened and prepped again. The second pump attached to the sewing cuff on the first try. The first pump was said to be returned for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.